Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was able to fire during a laparoscopic gastrectomy, however the staple was not appeared and stopped which then caused incomplete staple line distally. They used another stapler to fix the staple line and to complete the case.